Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. The insulin was monitored for three days with a 1.0 u/hr basal rate, several boluses were programmed and delivered during this period; the insulin delivered properly all programmed bolus and basal profiles. All bolus and basal history was properly recorded at the bolus, basal and daily totals history screens. No history anomaly noted. The insulin pump had operating currents, passed a21 error test, self-test and the displacement test. The insulin pump was received with bleeding display, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump shut off and it isn't working. Customer stated the device had alarmed compromised force sensor system. Customer stated the insulin in the insulin pump finished overnight and alert occurred during set change. Customer didn't know her blood glucose as she didn't check her blood glucose at the time of the alarm. Customer stated she attempted to rewind multiple times but each time the screen goes black, restart, and then back to rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.